Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive, reloaded calibration files, verified lugs were tight on t1 transformer, verified 5v power supply voltages, and reseated ffb pcb. System operates as intended.

Event description:
It was reported that system locked up and collimator closed down during a case. No patient injury was reported.